Event description:
Spontaneous email from cnss (B)(6) "pt had pump error on pump sn# (B)(4) yesterday. New pump was received with discharge supplies, pump with error will be sent back to (B)(6) via (B)(6). Pt seen today for discharge from the hosp on intravenous treprostinil. Vitam signs were monitored. Every 15 mins for 1 hour following the transition. Pt tolerated well and vital signs remained stable. Did the reported product fault occur while in use with a patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available to be returned for investigation? Yes; did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.